Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and penile deformity. Upon revision, a deformity of the prosthesis was confirmed as the cause of the pain; therefore, the ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and penile deformity. Upon revision, a deformity of the prosthesis was confirmed as the cause of the pain; therefore, the ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually inspected and tested for leaks. Visual inspection revealed that the fluid in the first cylinder was trapped between the outer tube and the inner fabric tubing. Leakage test revealed that the first cylinder had a bulge of the outer tube when inflated with syringe. The second cylinder fabric tubing had a hole and broken fabric threads from wear in the middle of the cylinder due to bulge. The second cylinder had a bulge from fabric thread wear in the middle of the cylinder. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. Based on the information available and analysis results, the reason for the mechanical issue, disfigurement and pain was most likely determined to be both cylinders had bulged. The reported patient symptoms of disfigurement and pain were confirmed as a known inherent risk. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.